Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to laser and high frequency endo therapy accessories being used without maintaining enough distance from the tip of the endoscope. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). It was confirmed that instructions for gif-h290t operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.